Event description:
A report received from the USA stated that an 840 ventilator experienced a device alert and stopped cycling. No patient involvement was reported. The date of the event is unknown. No additional information is available at this time.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb), upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt). The device operated within manufacturing specifications. In the event that additional information is obtained, a supplemental report will be issued. Covidien ref: (B)(4).